Event description:
The event is reported as: the customer alleges that the light in the handle will not come on (energize). The issue was detected during pre-testing.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.